Event description:
It was reported that the gynecologic laparoscope had green stripes on the image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure green stripes on the image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code 218 occurred and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the green stripes on the image, error code 218 occurred, and no image cause due to broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.